Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. A luge guidewire was inserted to the target lesion. However during procedure, it was noted that the tip broke off inside patient's body. No patient complications were reported and the patient status is fine. Patient was discharged.